Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery compartment was cracked and the battery cap was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/30/2015-device evaluation: the pump has been returned and evaluated by product analysis on 10/17/2015 with the following findings: a review of the pump black box data revealed unexplained pump reboots. During a visual inspection of the pump, the battery compartment was observed to be cracked on the side near the threads and above and below the bumper pad. The battery cap was not returned. A new test battery cap was able to be carefully attached to the pump and was used to complete a 24 hour duration test. There was no power interruptions duplicated at this time. The pump cover was removed and there was no evidence of internal moisture or damage observed to the power circuit.